Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted using different wall adapters and charging cables without success. Technical support arranged to replace the pump and advised the customer on backup insulin therapy to prevent disruption. The customer will receive a replacement pump with updated software and has been instructed on returning the malfunctioning unit.